Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate shock due to far-field p-wave oversensing was observed during device interrogation. Programming changes were made. Patient&#38112;condition was good.